Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Physician phone number: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the sigmoid colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was attempting to remove a pedunculated polyp with a 4-5mm stalk and 5-6cm head when the snare became embedded in the patient tissue. The snare became twisted and it took the physician additional time to disentangle the device from polyp. The procedure was not completed and will be repeated at a later date. The patient was reported to be stable post procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.